Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A pinhole in the balloon material was observed over the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified unknown vessel. A 10/2.25 flextome¿ cutting balloon¿ was used for dilation after ablation was performed with rota. During the procedure, it was noted that the balloon ruptured on second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified unknown vessel. A 10/2.25 flextome¿ cutting balloon¿ was used for dilation after ablation was performed with rota. During the procedure, it was noted that the balloon ruptured on second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.